Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Motor error alarm during occlusion test due to faulty force sensor. The insulin pump was received with missing end cap sticker.

Event description:
The customer reported having high blood glucose of 180mg/dl, and he has treated with the insulin pump. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Instructed the caller to remove the cannula and it was not bent. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. Mfg. Report 2 of 2, medwatch report # 3004209178-2012-89729. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-89725.